Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe unit broke off in the patient. Further, a delay of less than five minutes was reported.

Event description:
It was reported that the probe unit broke off in the patient. Further, a delay of less than five minutes was reported.

Manufacturer narrative:
The reported tip breaking condition could not be confirmed since the unit was not returned for evaluation. Device history record of the reported product / lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component, poor assembly process and/or misuse. In sum, the product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.